Event description:
Device issue: unable to attach clip applier to exchange sheath. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after a diagnostic procedure. Reportedly, the clip applier would not attach to the exchange sheath. The exchange sheath was removed and hemostasis was achieved using a 7fr sheath (transducer). There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.